Event description:
Complaint was reported as the following. Complaint alleges that when the clinician placed the tube, the cuff failed to stay inflated and needed to be removed. The pt was extubated and re-intubated with another tube. No pt injury reported.

Manufacturer narrative:
Eval: method - complaint history review. Results - other - a complaint history review was conducted on the catalog number in question from (B)(6) 2010 to (B)(6) 2011. Two similar complaints were received with similar defect. Conclusions: device sample not returned - no eval will be performed. The mfg date of the product in question could not be determined since the lot number was not provided. However, complaints of this type will continue to be monitored via periodic reviews to evaluate if any trends exists. A potential cause could be that the balloon was damaged during internal handling. As a corrective action and preventative action, the procedure (blow mold components) manual was updated, to add the type of knife to be used in the blow molding processes to prevent this type of defect.